Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. Reportedly the user stopped hearing well with the device around end of (B)(6) 2020. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user_s hearing performance with the device is affected. Reportedly the user stopped hearing well with the device around end of march 2020. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing well with the device in (B)(6) 2020. At this time the external component was sent in for repair however he still was not able to hear after it was sent back after the repair. The user was only brought back to the clinic now due to the covid 19 situation. The family did not report and specific trauma or swelling/ redness over the implant site.